Event description:
Consumer used an unknown absorbency o.b. Tampon during menses. Consumer developed diarrhea/fever. Went to ER/treated; released. Later went to ER for low bp/fever/high pulse rate. Consumer hospitalized w/suspected toxic shock syndrome. Spent 5 days in hospital emergency station then moved to standard hospital care for a total of two (2) weeks. No further complications.